Event description:
It was reported that patient was revised on left knee due to instability and pain.

Manufacturer narrative:
(B)(6). An event regarding instability involving a triathlon cs insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: in 2013 she underwent a left total knee exploration and poly exchange for a diagnosis of left total knee arthroplasty instability with decreased range of motion and pain. The poly was increased by three millimeters gaining excellent stability. No primary operative report or dates of the primary surgery, no x-rays, no clinical or past medical history, no patient age, and no examination of the explanted components are available. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation. -device history review: DHR review was satisfactory. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: based on the medical review performed for this event, the poly was increased by three millimeters gaining excellent stability and there is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
It was reported that patient was revised on left knee due to instability and pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Fevice not available.